Event description:
It was reported that during hardware removal in a scheduled case, the surgeon was removing a screw and the tip of the screwdriver broke off in the head of the screw. Surgeon removed the screw with the tip of the driver in the screw head and the procedure was completed w/o add'l time added.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for mfg revealed no complaint related issues. Mfg eval revealed that the sample was rec'd was approx 3mm of the screwdriver tip sheared off on a diagonal and was not returned for eval. A sticky residue (i.e. Label adhesive) exists on one side of the handle and 2 dark brown 7mm wide bands circle the handle, which are all not a result of the mfg process. Shaft tip to chamfer feature could not be measured due to damage (tip was sheared off on a diagonal). Based on the eval, all measurable features related to this complaint condition meeting specification, but the tip not being returned, the complaint is deemed indeterminate from a mfg standpoint.